Event description:
During index procedure, the patient had one endeavor rapid exchange (rx) drug-eluting stents (3.50 x 24mm) successfully deployed at proximal and mid rca. Approximately 8 months post index procedure, patient suffered a myocardial infarction and underwent revascularization of the mid rca. Patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).

Manufacturer narrative:
Patient had a history of diabetes. The previously reported tvr was to treat restenosis. The event was related to the study device. The patient recovered.